Event description:
The customer contacted physio-control to report that their device would not deliver shock. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and could not verify or duplicate the reported issue. A review of the keylog was unable to verify the device not delivering energy as the device received the "shock" button press. Stryker performed unrelated repairs to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver shock. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial MFR # 0003015876-2021-02056 stated no patient involvement. There is patient involvement but no patient information will be forthcoming from the initial reporter. Section b5 has been updated to reflect the patient involvement. H6: health impact code has also been updated to reflect that no health consequences or impact to the patient was reported. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver shock. This issue is patient related; however there was no adverse event reported.